Manufacturer narrative:
The root cause of the reported failure is attributed to an inappropriate user handling. The existing deformations and damages were caused by an overload condition during application. Because of the strong plastic deformations and damages of the working part of the blade, the friction fit between blade and screw was reduced. Eventually, the usage of inappropriate screws - not related to the device system and/or an incorrect user technique (an inadequate insertion of the blade in the screw head not aligned) had been applied. Indications for material or mfg related problems were not found in this investigation.

Event description:
It was reported that: "the screwdriver wasn't holding the screws well. The screws keep falling off the screwdriver."